Manufacturer narrative:
The technician found the casters were worn. He adjusted the brake and brake/steer casters to repair the bed.

Event description:
Info received indicates the front brakes engaged but were not holding.